Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) had screen hang issue. There was no patient involved.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6), due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, e1(initial reporter, event site mail), g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: g2. A getinge fse found issue observed the screen hang issue and device gave continous alarm. Fse reset all the connector of main board, display board and video board but problem remain same. Need following board for further investigation: keypad controller pcb, video receiver board and display board. Fse replaced the main board ((B)(4)) with a new one under cmc. The iabp was working normally and passed all safety and functional tests.